Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01187. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 16 days manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient developed rusty brown stools on (B)(6) 2018. It was associated with an approximately 1 g/dl decrease in hemoglobin, for which the patient received 1 unit of packed red blood cells (prbcs). The patient was held on heparin and warfarin. Later, the patient had bright red blood per rectum with clots, soaking through 2 chuck pads overnight. Vital signs and hemoglobin have remained stable. Nursing reports continued to show hematochezia with bright red blood and clots, estimating 5 bowel movements on (B)(6) 2018. On (B)(6) 2018, colonoscopy showed posterior wall non-bleeding ulcerated mucosa was present in the rectum. There was no endoscopic evidence of bleeding in the entire colon. No additional information was provided.